Event description:
It was reported that the customer required medical intervention by paramedics due to low blood glucose levels. The blood glucose reading was in the 30 mg/dl range. The customer stated that the paramedics were called due to the customer having forgotten to turn the sensor on. She had the sensor inserted in the arm area. The customer reported that she did not feel as though the insulin pump was malfunctioning, that it was working pretty well, and she declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.